Manufacturer narrative:
The device intended for use in treatment, was returned for evaluation. There was a relationship between the device and the reported event. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wand shows detached screen/electrode with contamination/discoloration and scratch/scuff marks on the spacer and cap. No manufacturing abnormalities were identified. During functional evaluation the device was connected to a compatible quantum2 controller and did not work. An error e-7 occurred. The suction line was tested and was clogged by dried parts of tissue; a back flush cleaned the line and the suction performed as intended; the complaint was verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) extensive activation of the device (2) settings used during activation (3) mechanical displacement of tissue (4) using the device as a lever. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure, the supermultivac broke and pieces were removed from the patient. A back up device was available to complete the procedure with no significant delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.